Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the issue could not be duplicated. The test cut and ratchet passed testing. However, the cutter was damaged and was replaced. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). The investigation is still in process. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the roller no longer cuts properly, and the ratchet is defective. The event occurred during instrument check prior to surgery, and there was no harm or delay involved. No adverse events were reported as a result of this malfunction.